Event description:
It was reported that a short margin from eri to eol was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of premature battery depletion from eri to eol was confirmed in the laboratory via review of the device image. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench as well as using automated test equipment and met all specifications. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the short eri to eol margin could not be determined.